Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections to fields b1, b2, b5, h1, h6 (impact code), as well as additional info in d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. The device was reported to have been disposed of after use and as such a product evaluation could not be completed. The complaint could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was incorrectly reported on the initial report that the procedure outcome was not impacted; the report should have stated that the reporter indicated that the outcome was impacted. It was stated that the physician was unable to dust the kidney stones off during the procedure as he spent time retrieving the guidewire fragments. It was also noted that the physician was unable to access the kidney due to stricture.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the powered laser surgical instrument had the tip of the guidewire was lasered off during the incision of the tissue. The issue occurred during a lithotripsy therapeutic procedure. The intended procedure was not completed, however, the customer indicated that the outcome of the procedure was no impacted. Additionally, no product will be returning as the subject device was disposed after use. There were no reports of patient injury or harm.